Event description:
It was reported that during a laparoscopic partial nephrectomy, he felt the minimum button was not working. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.